Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of error code e118 was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the 4k ultra high-definition camera control unit was receiving an error code e118 occurrence. No patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following procedures were performed, but indication phenomenon did not replicate. ·repeated power on/off. ·continuous operation for long periods (3h) the following statements were checked from otv-s400's instructions for use: "9.2 how to identify and cope with abnormalities coding: e118 error content: product abnormality cause: the product has failed." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.